Manufacturer narrative:
No device return anticipated due to it being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal filing, that a female patient underwent a 2nd left knee revision for aseptic loosening, approximately 3 years and 11 months post the 1st revision implant procedure in which optetrak logic cc tibial insert, size 3, 18 mm made of polyethylene had been implanted.

Manufacturer narrative:
Investigation determined this is a duplicate case, and has already been reported on manufacturing report # 1038671-2022-00082.